Event description:
Arjo was informed about the incident involving the maxi sky 440 ceiling lift. It was reported that during lowering the patient using the maxi sky 440 ceiling lift, the strap of the lift dropped about a foot (approximately 30 cm). The caregivers supported the patient and nobody was injured.

Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Manufacturer narrative:
Arjo was informed about an incident involving the maxi sky 440 ceiling lift. It was reported that during lowering the patient, the strap of the lift dropped about a foot (approximately 30 cm). The caregivers supported the patient and nobody was injured. After the incident, an arjo service technician evaluated the device. During inspection, the technician noticed that a cover of the ceiling lift was cracked and the emergency button was missing. The technician performed function test and found out that the lift was making a grinding noise when being raised and lowered and gears inside the drum assembly of the device looked worn. In attempts to find the cause of the incident occurred, additional information received from the manufacturer was reviewed. According to pictures gathered from the service technician, the manufacturer stated that the worm gear did not seem damaged and the missing emergency button did not have an impact on the non-functional emergency break. Following the information provided, it is unlikely that damaged gears would cause a strap release if the lift was able to move up. The manufacturer hypothesized that a non-functional weight detection or down limit could be the cause of the allegated malfunction, but requested additional lift tests to confirm it. The service technician was asked to perform tests, during which he noted that the ceiling lift was functioning properly. Therefore, the manufacturer's hypothesis has not been confirmed and the cause of the device malfunction was impossible to determine. In summary, the maxi sky 440 ceiling lift was used for a patient treatment when the device malfunction occurred. The device failed its performance specification since the strap unwound and the emergency break did not stop the movement. The complaint was decided to be reportable due to indication of unintended strap release, not stopped by the emergency break.